Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a break in the camera cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout due to a failure of the ccd (charged coupled device) due to a break in the camera cable unit. A definitive root cause could not be identified for the break in the camera cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had the image is blacked out and not displayed. The issue occurred during a preparation for therapeutic lapa stomach procedure and completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had the image is blacked out and not displayed. The issue occurred during a preparation for therapeutic lapa stomach procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.